Event description:
It was reported an automated peritoneal dialysis patient experienced feeling full, shortness of breath, abdominal pain and had visible abdominal distension during an unknown cycle of therapy. The patient was connected to the homechoice pro device at the time of the events. The nurse reported that draining relieved the symptoms and the patient "felt normal" after draining. Renal therapy services (rts) initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Internal and external inspection was performed, and no issues were noted. All connections appeared correct and secure with no evidence of moisture or pest infestation. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. On the day of the reported event, no bypasses or manual drains were seen. The initial drain and last fill were set to 0. No device failure or malfunction was identified that would have caused or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on additional information received, no device failure or malfunction was identified; therefore, the homechoice pro was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.